Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the flexvision pc was not working. The philips remote service engineer (rse) analysed the system remotely and provided the part ID for flexvision pc and hard disk to the customer. No further information regarding the issue has been provided. No technical support was provided as there was no contract available. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexvision pc was not working and therefore system would not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.